Manufacturer narrative:
During a noah galaxy-assisted bronchoscopy procedure on (B)(6) 2023, a fluoroscopy delay of about 15 seconds was reported by the user. While there was a fluoroscopy delay, the procedure was successfully completed without any harm to the patient. Upon initial investigation, a thorough review of manufacturing records for the utilized galaxy system revealed no deviations or non-conformances related to the reported fluoroscopy delay. No malfunctions were reported for the bronchoscope used during the procedure.

Event description:
On (B)(6) 2023, a customer reported a 15-second fluoroscopy delay during a galaxy-assisted bronchoscopy procedure. Nevertheless, the physician successfully completed the procedure without any reported harm to the patient.